Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an angioplasty procedure of the heavily calcified, occluded, posterolateral, circumflex artery the cross-it guide wire was used, however, resistance was noted during removal and the device separated while in the ascending aorta and a fragment remains in the anatomy. The procedure lasted approximately 1.25 hour. There was no reported clinically significant delay in the procedure. The patient is asymptomatic and was monitored in the hospital for 5 days post procedure and is under periodic medical control. There was no reported adverse patient sequela. No additional information was provided.